Event description:
It was reported to philips that the 12 lead ECG readings were incorrect. There was no patient involvement.

Event description:
It was reported to philips that the 12 lead ECG readings were incorrect. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported issue. The unit passed all operational testing with no noted issues that could have caused or contributed to the original allegation. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The unit passed all performance assurance testing and the unit was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.